Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal (ip) injections of vancomycin (1gm) and amikacin (750 mg) (frequencies were not reported). At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.